Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was emergency medical services dispatched on (B)(6) 2021 due to low blood glucose level. Customer treated with type of sugar in the hospital. Customer blood glucose level was 28 mg/dl. Customer current blood glucose level was 224 mg/dl. The customer was treated with peanut butter and jelly sandwich. Customer reported they were sweating and unconscious due to low blood glucose. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. Customer also reported that insulin pump had open book image. The device will be returned for analysis.

Manufacturer narrative:
Information has been added which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer noted the low blood glucose was due to them accidentally delivering a bolus manually; however, the customer also noted there is an open book image on the pump.

Manufacturer narrative:
Retainer ring = black device received with critical pump error (open book). The crest and thus software was utilized and successful and pump error 35 alarm found in the insulin pump history. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage force sensor flex tail, back lcd steel bezel near the battery tube side, battery tube, vibrator and j7/ electrical board 1. No moisture damage on the electrical board 2, 40 pin flexible printed circuit/lcd, motor assembly, internal battery and keypad assembly during visual inspection. The force sensor offset measured within spec range during testing. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error occurred during testing. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage force sensor and reinstalled in the original electronic assembly, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the insulin pump history due to moisture damage on the force sensor flex tail. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged they received a critical pump error (open book image) alarm and was hospitalized for low blood glucoses. Device received with critical pump error (open book). The crest and thus software was utilized and successful and pump error 35 alarm found in the device history. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage force sensor flex tail, back lcd steel bezel near the battery tube side, battery tube, vibrator and j7/pcb1. No moisture damage on the pcb 2, 40 pin flexible printed circuit/lcd, motor assembly, internal battery and keypad assembly during visual inspection. The force sensor offset measured within specification range during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage force sensor and reinstalled in the original electronic assembly, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the pump history due to moisture damage on the force sensor flex tail. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. Unable to verify customer alleged for low blood glucoses. Critical pump error (open book) alarm and pump error 35 alarm due to moisture damage force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.